Event description:
The white torquing handle broke off, detaching the snare, making the snare loose in the sheath. The physician used a hemostat to remove the snare from the sheath. Another / different snare was already opened. That snare was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.